Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an incorrect trend arrow occurred. Medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported event was confirmed via data. A probable cause could not be determined.